Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. From surgeon, the patient's glenoid was medialized due to multicycle surgeries. It is an afterthought, but he thought it might be better to lateralize using bone graft. Dislocation can be related to several reasons: reeducation procedure not respected, a traumatism, inadequate prosthesis placement, inadequate chose of the components or to a surgeon advice not respected by the patient in post-op. But not related to the device. In this case, the subluxation is probably related to both, an inadequate prosthesis placement and an inadequate chose of the component. The removal of the tsa might have damaged the glenoid bone surface and medialized its position in the articulation. The surgeon might have lateralized the glenoid bone surface (with a bone graft for example) or have chosen a tilted glenoid sphere (lateralized component) in order to avoid a loose shoulder. .

Event description:
June 25, 2015: initial surgery: (B)(6) 2015 dislocation. After that dislocation has happened and done manual reduction each time. Observation about the dislocation is on going. The latest diagnosis was done on (B)(6) 2018. *this case is in post-marketing study, and knew on (B)(6) 2018 when a sales rep. Interviewed the surgeon.